Manufacturer narrative:
This product is not available for testing and evaluation.

Event description:
An expired stent was implanted in this pt. There was no adverse effect to the pt reported. Pci was performed on the emergent case on a 100% de novo lesion in the lad. It was also calcified. Medications included contrast ominipaque 170ml, sedation: midazolam 2mg, fentanyl 75 mcg., anitplatelet agent: clopidogrel 600mg., heparin 7200 units, reopro bolus 26mg, and drip at 20c/hr. Nipride 200 mcg ic, benadryl 25mg. It is unk if the lesion was pre-dilated before deploying one 3.5x18 cypher stent at unk atm. Residual diameter stenosis measured 0%. Timi flow pre-procedure was 0 and was 3 minus 2+post-procedure. The pt was discharged in stable condition.